Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they questioned the function of the patient's implantable cardioverter defibrillator (I cd) and right ventricular (rv) lead in relation to the patient's death. It was not specified how the device or lead may have contributed to the death. Attempts to obtain further information were unsuccessful.